Event description:
Without warning, the ventilator showed an error message "disk failure, please replace internal disk" and just shut off. There was a nurse and respiratory therapist nearby, who immediately began bagging the patient. The respiratory therapist did hear an alarm that was loud and constant, and not the "normal" alarm. This alarm was not immediate but came on after the ventilation had been off for a period of time.the ventilator was evaluated and being repaired by a drager tech under the supervision of our biomedical engineering dept.